Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 3:00pm after the end user was experiencing symptoms of low blood glucose levels. The end use's blood glucose level at the time of the event was 74 mg/dl which was performed with the prodigy diabetes meter. The end user was disoriented and the paramedics were called and they proceeded to perform a blood glucose test with their meter with a result of 34 mg/dl. An IV of fluid was administered to stabilize the end user's blood glucose level. No additional information was provided in relations to this medical event.